Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed with the exposed portion of the soft cannula. Fluid was observed exiting the distal tip of the soft cannula when the ratchet gear was manually rotated. No signs of leakage were found along the fluid path during the leak test. The download data showed no signs of struggle or pulse width increase that would indicate damage to the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 14 mmol/l (252 mg/dl). The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia with an insulin injection (1.25 units). The pod was worn between 24 and 36 hours on the abdomen.